Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using unspecified bd vacutainer® blood collection tubes the stopper comes out of tube and blood leakage occurs. There was no report of patient impact. The following information was provided by the initial reporter: it is reported by customer "the vacutainer top is coming off when it shouldn¿t and spilling blood".